Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event while using the ilet with a dexcom g7, noting a disconnected sensor from the phone used for alerts and later confirming the sensor was paired to the dexcom app; the device did not dose during the low and resumed dosing as glucose rose, with glucose ranging from a nadir of 64¿66 mg/dl to a peak of 155 mg/dl before returning to the 80s. Symptoms included no reported adverse clinical effects. Outcomes included no need for professional medical intervention or hospitalization, with self-treatment using applesauce and apple juice and troubleshooting and education provided, including referral to training for overnight low prevention. Investigation included user interview and review of device behavior relative to low glucose dosing inhibition. Investigation of this case revealed no device malfunction, with glucose control consistent with device design and the cause of hypoglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.